Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer was hospitalized for high blood glucose. Customer's blood glucose was 875 mg/dl. Customer's father mentioned the device piston would not move and was not in the correct position. No troubleshooting was done due to the customer was not present at time of call. Customer will not be returning the device for analysis.